Event description:
Customer reported ij catheter site was covered with 1659 tegaderm chg dressing. Reported dressing gel pad was saturated and swollen prior to removal. Upon dressing removal, customer reported patient's skin was red and had areas of maceration. Reported ij catheter was removed due to skin condition and PICC line insertion was planned. Reported ij site was left open to air and area is healing.

Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.